Event description:
It was reported that a skin reaction had occurred. Date of event is an approximation. On (B)(6) 2025, it was reported via stelobot, that a skin reaction at the puncture site occurred. The sensor was inserted in the arm on an unspecified date. The sensor was removed on (B)(6) 2025, and the area was inflamed and swollen. The customer covered the area with a band aid. Later, the symptoms worsened and the area felt hot with the inflammation spreading down the arm to the elbow. He consulted a health care professional (hcp) on (B)(6) 2025. The medical doctor (md) drained the area and prescribed oral antibiotics (doxycycline, 10mg, twice a day for 7 days), to treat the infection. At the time of the report on (B)(6) 2025, although the patient had not completely recovered, the area was in stages of healing. No other customer or event details were available. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported via stelobot, that a skin reaction at the puncture site occurred. The sensor was inserted in the arm on an unspecified date. The sensor was removed on (B)(6) 2025, and the area was inflamed and swollen. The customer covered the area with a band aid. Later, the symptoms worsened and the area felt hot with the inflammation spreading down the arm to the elbow. He consulted a health care professional (hcp) on (B)(6) 2025. The medical doctor (md) drained the area and prescribed oral antibiotics (doxycycline, 10mg, twice a day for 7 days), to treat the infection. At the time of the report on (B)(6) 2025, although the patient had not completely recovered, the area was in stages of healing. No other customer or event details were available. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.